Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert on the ilet infusion set and the issue resolved after the user changed supplies with agent guidance. Symptoms included interruption of insulin delivery consistent with an occlusion alert; no adverse clinical symptoms were reported. Outcomes included restoration of infusion after the supply change without medical intervention. Investigation included user troubleshooting with a supply change. Investigation of this case revealed an occlusion associated with the infusion set that cleared with replacement, consistent with a transient flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was a temporary infusion set occlusion.